Event description:
Nurse reported that customer was hospitalized due to diabetic ketoacidosis. Nurse also stated that customer noticed leak in the tubing before being hospitalized. Troubleshooting was performed and pump programming and function appeared to be normal.